Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. An engineering evaluation is being conducted.

Event description:
On (B)(6), 2010, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. An aortic extender component was advanced with a stiff wire to address a right common iliac aneurysm. After deployment, the distal olive broke off. After multiple attempts to retrieve the olive, it was decided to leave it in the pt. The olive was pushed into the right common iliac artery with a balloon expandable stent. The pt tolerated the procedure.